Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reports reported he feels that excess strain on the patient¿s plate is contributing to non-union. The patient was revised with a longer plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Implant and explant dates were not provided by reporter. (B)(6). Additional device product code: hwc. The device history records for the subject device were reviewed. The review showed there were there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the product was received and evaluated by the manufacturer, it was noted that the plate was broken.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: sem examination, when examining the proximal fracture surfaces (part a, b and c) of the lcp proximal humerus plate using the scanning electron microscope (sem), the areas of fracture initiation and the direction of fracture propagation were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during movement). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed also a mixed fracture with fatigue striations and structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. In conclusion, the date of implantation and breakage of the lcp proximal humerus plate is unknown. According to the device report the patient was suffering from a non-union when the plate was retrieved. No further information was available. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, it is likely that the implant was subjected to low and moderate dynamic bending loads. Constant alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp proximal humerus plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (nonunion) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.